Manufacturer narrative:
It turned out that the hospital's biomed had made repeated unsuccessful attempts to repair the device before a draeger fse became involved. All parts that could be put in causal connection to a ventilator failure were then replaced by draeger. The original parts had been discarded and could not be investigated by the manufacturer. A log file capturing the period in question was also not available.the exact root cause for the event is impossible to determine due to lack of information. It can be concluded that the device responded on a ventilator failure as expected, posted the corresponding alarms and initiated a shutdown of automatic ventilation. Manual ventilation remains possible in this state - however, the patient was reportedly able to breath spontaneously and, no adverse health effects have occurred. The device was tested after the repair exchange and found fully compliant to specifications.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00052.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The patient was reportedly breathing spontaneously at the time and there was no patient injury reported.